Event description:
On 22nd june 2024 getinge became aware of an issue with one of surgical lights - powerled ii. It was stated the dual fork assembly of the lighthead has been damaged. It was confirmed by video evidence the connection between fork and spring arm was damaged with risk of detachment. The issue was detected during pre-use check of the light. There was no injury reported, however, we decided to report the issue in abundance of caution as break on the connection between fork and spring arm could lead to fall of the device and as a result of that, could lead to serious injury.

Manufacturer narrative:
Event site state: (B)(6) contact person phone number: (B)(6). Additional information will be provided following the conclusion of the investigation.